Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a hole in the interface cable. The interface cable was replaced then the system was operational. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the field service engineer (fse) stated that the umbilical cable had a hole in it and needed to be replaced. There was no patient present.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis confirmed that there was a hole in the cable but the cable was not tested due to the integrity of the internal cables being compromised. If information is provided in the future, a supplemental report will be issued.